Event description:
A customer reported experiencing a cartridge alarm 20, which did not adversely impact their blood glucose level. The issue did not occur during loading, but the customer had consistent alarms with consecutive cartridges. There was no previous report of such alarms with this particular pump serial number. Technical support confirmed the serial number and decided to replace the pump. Since the pump was out of warranty, the customer expressed interest in a loaner pump. The technical support team addressed the customer's inquiries regarding the loaner pump's loan agreement and shipping details.